Event description:
When advancing the screw, the screw head stripped, not allowing the surgeon to advance the screw further or back it out. Since the screw head was not flush with bone, and also perturbing through second cortex (measured long), the goal at that time was to back the screw out. After using a series of instruments (extractors, pliers, hemostats), what was showing of the acre plantar and dorsally started to "crumble" leaving the surgeon no choice but to file the screw down using a metal filing burr, and leaving the screw implanted.

Manufacturer narrative:
Evaluation summary: the reported incident could not be confirmed, since the device was not returned for evaluation. A review of the ncr/CAPA history for fixos sv screw (reference(s):all references) found (B)(4) (memometal) related to the reported failure (s-11 ¿ screw head damaged during surgery). As we don¿t know the lot# of the involved screw, it is not possible to determine if this device was manufactured before or after this CAPA. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation. Please note that more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any further information is provided, the investigation report will be updated.

Event description:
When advancing the screw, the screw head stripped, not allowing the surgeon to advance the screw further or back it out. Since the screw head was not flush with bone, and also perturbing through second cortex (measured long), the goal at that time was to back the screw out. After using a series of instruments (extractors, pliers, hemostats), what was showing of the acre plantar and dorsally started to "crumble" leaving the surgeon no choice but to file the screw down using a metal filing burr, and leaving the screw implanted.

Manufacturer narrative:
The device will not be returned. Additional information was requested and if received will be provided on a supplemental report.